Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked lcd lens support. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was found at power up and service was unable to calibrate the force sensor. It was noted that combination of electrical shorts on main board, plunger board and plunger cable were the causes of the reported issue. Service replaced main board, plunger board, plunger cable also left plunger case to correct the reported issue. In addition, service performed preventive maintenance and all functional testing which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.